Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
An additional lot number was reported (lot #m013713). No product returned for evaluation. Should new relevant info become available, a follow up supplemental report will be submitted.